Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information is requested, but not yet received.

Event description:
It was reported to philips that the heartstart mrx defibrillator would not perform pacing through pads. The patient involved was reported to not have experienced harm or adverse patient impact. The patient was reported to have a permanent implanted pacemaker that failed to function and the patient's heart rate was 20 beats per minute (bpm). It was reported that the customer used another mrx defibrillator with pads cable and pads and successfully performed pacing to treat the patient.

Manufacturer narrative:
It was reported to philips that the customer was unable to utilize the pacing function on a patient due to the pads not being recognized by the device. The involved patient was reported by the hospital biomedical engineer to have not experienced harm or adverse patient impact. The patient was reported to have a permanent implantted pacemaker that failed to function and the patient's heart rate was 20 beats per minute (bpm). The biomed reported that the users attempted demand mode pacing (70 ppm 30 ma via pads and single charged battery). The device would not perform pacing and the user mentioned seeing a message stating pads were not recognized. It was reported that the customer used another mrx defibrillator with the pads cable and pads and successfully performed pacing to treat the patient. Additional information was requested regarding patient characteristics and event details but these details were not provided by the customer. This was reported as a serious injury as the users switched to a different device to deliver pacing therapy, not because there was harm. The device was evaluated by a biomedical technician with assistance from a philips remote service engineer (rse). Operational testing was performed with the pads cable that had been used and the pacing function was found to be fully functional. A review of the device status log and auto test summary verified that there had been no recent failures on the device. During the initial evaluation, it was recommended that the device be returned for bench repair in an attempt to find a definitive cause for the issue. Upon follow up with the technician, it was discovered that the cause for the reported issue was determined to be a user-related error. The technician clarified that the customer had not connected an ECG lead cable from the patient to the mrx device and, as such, a heart rhythm could not be recognized for pacing. The device was found to be fully functional with no replacement parts required. Based on the conclusion of the evaluation, the biomedical technician declined further servicing of the device. The device was determined to be fully functional and remains with the customer. Upon conclusion of the evaluation, it was determined that the cause for the reported problem was a user-related error. It was reported by the biomedical technician that the customer had not connected the ECG leads to the patient when attempting to apply pacing. Per procedure, the ECG cable must be directly connected from the patient to the heartstart mrx when pacing in demand mode. The available information from this report does not support that this event represents a systemic, design, or labeling problem. No further investigation or action is warranted.